Manufacturer narrative:
Correction: the unique device identifier (UDI) was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress from use, external factors, or handling. The inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.2 endoscope preparation and inspection" as follows: "inspecting the endoscope body: 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft part is not abnormally hard." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: bending tube has a dent; connecting tube has coating peeling (1mm2 or more); due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to a dent on suction tube in control unit, suction volume does not meet the standard value; adhesive on bending section cover or distal sheath rubber has a chip; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; because channel tube is crushed, the tube cleaning brush cannot be inserted; image guide bundle has significant breakages; and connecting tube has a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the tracheal intubation fiberscope, insertion tube bending tube collapsed. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found image guide tube coat was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.